Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) eroded the urethra. Besides that, it was reported that the artificial urinary sphincter (aus) stopped working. A revision surgery was performed to explant the device. No additional patient complications were reported.